Manufacturer narrative:
Correction: e3 was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The light guide connector leaked during user handling, causing water to enter the device. This caused an abnormality to occur in the electronic components, causing the event. The electrical connector and the charged coupled device were also damaged during user handling contributing to the event occurrence. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscopic image." 2) "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation it was found that the device displayed a black image (no image). Additional evaluation findings were as follows: the light guide connector was not waterproof due to deformation, the electrical connector was broken, the charge-coupled device unit was broken, and the 3d image was abnormal, the insertion tube was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus on behalf of the customer that the rigid sheath for ltf-190-10-3d had the insertion part cut off during preparation for use for a diagnostic procedure. The procedure was completed with another similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: black image (no image). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.